Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk was full and couldn¿t save images. The philips remote service engineer (rse) checked the system remotely and found that the frontal ippc memory 2 had failed. Upon functional testing, the fse found the issue with the disk model and firmware. To resolve the issue fse replaced the ippc hard disk and unplugged and cleaned the ram. Later this issue reoccurred and fse replaced the ippc and reloaded the ippc sw. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device could not generate exposure or store images. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.